Event description:
During the implantation procedure of the device involved in this MDR report, the ventricular lead could not be tightened; therefore, the device was not implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.